Manufacturer narrative:
A product history search identified no other complaints for the part and lot combination of the femoral component. This device is used for treatment. Operative notes from the primary surgery indicate the patient underwent total knee arthroplasty due to osteoarthritis. Flexion and extension gaps were indicated to be balanced with trial components. The final components were implanted and the cement was allowed to harden with the knee extended. The reported information states that the patient had a metal allergy; however, it is unknown to what metals the patient has sensitivity. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other device used: catalog #00598003702, nexgen precoat stemmed tibial component, lot #62556446 - manufactured by (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing a possible metal allergy.